Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type :recharger. Date of event was reported as (B)(6) 2016 (patient stated (B)(6)). Analysis of the returned desktop charger model 37761. Serial # (B)(4), found that the metal connector at the end of the cable assembly had broken off. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that the connector pins on the desktop charger were broken/had broken off. The patient noticed the connector pin was "messed up" when they were brought the recharger while in the hospital. The patient reported the hospitalized and surgery to take out part of their lung were unrelated to the implantable neurostimulator (ins) device or therapy. The patient noted that they always had pain and used the ins to "calm the pain down." They also reported that they always used the device when they had pain and had medications. The patient stated that they could not use the device because they were going to the hospital for the surgery and had to turn it off. They now had pain in the back and could not turn the ins on. The indication for use for the implanted device was noted as post lumbar laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.